Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the unit's silence key and screen lock light emitting diode (led) were not working. The device was in use at the time of the event; however, there was no patient harm. No intervention was required. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the overlay keypad and the issue was resolved.